Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip failed to release from the catheter to deploy. It was noted that the customer tried bending the catheter and handle in order to release the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). A visual examination of the returned resolution clip device noted that the control wire was detached from the yoke but the clip assembly was still locked on the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed and were locked into the capsule. Approximately one inch of the control wire was still attached to the cross pin but the rest was not returned. The over sheath assembly was not returned. A kink was noted on the control wire and the coil. The handle was found broken. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6)2017. According to the complainant, during the procedure, the clip failed to release from the catheter to deploy. It was noted that the customer tried bending the catheter and handle in order to release the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.